Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to takeup position) was confirmed during initial functional testing and archive review. Drive train motor was replaced to remedy the fault. No physical damage was observed during the visual inspection. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. The archive data review indicated error message user advisory (ua) 16 on customer reported date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. The user unsuccessfully attempted to clear the (ua) 16 error message. No patient involvement.